Event description:
The user facility reported that the device was leaking blood like substance from the recip head and the button that activates the burr mount during spd during sterilization process. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was leaking blood like substance from the recip head and the button that activates the burr mount during spd during sterilization process. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.